Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was damaged. A field service engineer replaced the pyxibus cable and resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept unknown due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxibus had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.